Event description:
Per the clinic, the patient reported pressure and high-pitched noise with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct date of explant/reimplant surgery is (B)(6) 2013; not (B)(6) 2013 as previously reported. This report is filed april 2, 2014.

Manufacturer narrative:
This device is not available for analysis.this report is filed august 29, 2013.